Event description:
Fetal spiral electrode (fse) catheter didn't work meaning the fse was inserted into fetal scalp well but the fetal tracing was on and off. The fse cable was replaced twice to find out which one was wrong. After inserting another fse, we were able to monitor the fetal heart tone (fht).